Manufacturer narrative:
The account replaced the test port board to repair the bed.

Event description:
Information received indicates the bed has no power. The account engineer found fluid on the power board. She replaced the power and logic board but the issue remains.